Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus and cursor would not align on the display screen. It was also indicated that the upper ase was cracked. The programmer was to be scrapped.

Event description:
It was reported that the programmer's stylus was unable to be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.